Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned with 2 sections; first section: the length of the first section was 7 feet 5.75" and included the distal end; the glass distal end of the fiber appeared in good condition with moderate devitrification and extended 3mm from the blue jacket; the blue outer sheath jacket exhibited signs of black marks 4mm from the distal tip; the blue outer sheath jacket exhibited signs of melting at the fracture side; second section: the length of the second section was 3 feet 8.5" and included the connector; the glass fiber exhibited signs of fracture at the location of the fracture and extended 0.5" from the blue jacket; the blue outer sheath jacket exhibited signs of black mark/melting at the location of the fracture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending; possible user handling issue.

Event description:
It was reported that while using the surgical fiber the "fiber made a "cracking" noise and the fiber snapped clean without any force applied on or torqueing the fiber". The procedure was completed using another fiber. Patient outcome: "no adverse patient outcome".